Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected before use. There was no unusual damage. Instrument did not collide with other instruments. Tissue section was being performed when the instrument became blocked. Instrument was grasping tissue. Blade was found dislodged after the customer reopened the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument became blocked, it no longer functioned and the blade came loose from the jaws. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Visual inspection revealed that the cut electrode had dislodged from its original location. The cut electrode was hanging out of the jaws. There was material found to be missing. Visual inspection found the cut electrode thermally damaged on the jaw. There was material found to be missing. This causes the jaws to pass energy inconsistently to the tissue. The instrument was placed on an in-house system and passed engagement and recognition tests. The seal test was performed and passed intermittently. The root cause is attributed to the component's susceptibility to damage.

Event description:
Refer to h11 for follow-up information.